Event description:
Event description guidant received information that during an attempted implant, this implantable transvenous atrial lead was pulled into the patient's venous system. The physician used a snare to remove the lead. The case was abandoned.